Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, 2(1 inverted); staples in the track, yes and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "device jammed" during surgery occurred due to an inverted staple jammed in the nose. The instrument was received with an inverted staple jammed in the nose. The inverted staple was removed and the device fired the remaining 11 staples well formed. No conclusion could be reached as to how the staple had become inverted in the nose.

Event description:
The device was used during an unknown procedure. The device was jammed. There was no pt consequence.